Event description:
It was reported that after a diagnostic percutaneous coronary catheterization through a 6f sized sheath, arteriotomy closure was attempted of the common femoral artery with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. Additionally, two unopened sterile proglide devices, from the same lot number, were returned for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss can be influenced by numerous factors including, but not limited to a manufacturing deficiency, user technique, and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified twice. User technique, such as, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, and inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. Information about user technique was not provided. Patient anatomy, such as a calcified artery and morbid obesity, may contribute to a needle-to-cuff miss. However, a femoral angiogram revealed no presence of vessel calcification or vessel tortuosity. Additionally, there was no reported access site or groin scarring. A conclusive cause for the reported needle-to-cuff miss could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. Additionally, the customer returned two sterile representative devices from the same lot. The devices were functional tested, which met the manufacturing criteria. The anterior and posterior cuffs were captured by their respective needles, the sutures were retrieved, and knot advancements were successful. The devices performed according to specification. A cause related to these devices could not be determined. There is no indication of a product quality deficiency.